Manufacturer narrative:
The reported event was addressed with phone support. The customer power cycled the system to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved after a power cycle of the system. The phone support details did not reveal any issues related to the customer reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that the 30-degree endoscope image was not self-upright, and the image was flipped. The customer could not get the orientation to go upright, it had flipped. The tse recommended to remove the endoscope from the universal surgical manipulator (usm) arm, rotate endoscope base until the correct orientation, press the clutch button on the usm arm that was holding the endoscope and reinstall the endoscope onto the arm. The customer confirmed that the camera was not docked onto a usm arm. The customer rebooted the system to resolve the image orientation issue. The procedure was completing as planned with no reported injury.